Event description:
Rec'd report of bleeding after repositioning of a thermodilution catheter a change in swan-ganz catheter waveform and pressures were noted which indicated possible superwedge position. The balloon catheter was not inflated at the time of the change in waveform. The catheter was pulled back and normal waveform returned approx 30 seconds after manipulation of the catheter, bright red blood was noted in the endotracheal tube of the pt and she had a cardiac arrest efforts to resuscitate the pt were not successful.